Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, episodes of noise and oversensing were observed on the right ventricular channel. No action has been taken at this time and the patient will continue to be monitored. The patient was in stable condition.